Manufacturer narrative:
The computer was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
The reported event was resolved when the navigation system's computer and the ups were replaced with backup devices by the site. Then the procedure was completed using the same navigation system. Onsite system checkout was preformed to ensure the system was fully functional after the site replaced the aforementioned parts. Replaced parts were not returned to manufacturer for analysis, therefore, no findings are possible. A full system check-out was completed and all tests passed. Full system functionality was confirmed and the system was

Event description:
A medtronic representative reported that while in a spinal fusion procedure, the navigation system's computer displayed 'no signal' and was unable to start up as a result. The output voltage of the uninterruptible power supply (ups) was 104v. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.